Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('essure removal') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced muscle injury ("aponeurosis of the right foot"), 5 years after insertion of essure. On an unknown date, the patient experienced tinnitus ("tinnitus"), thyroid disorder ("dysthyroidism"), asthenia ("asthenia") and tooth disorder ("dental disorders") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total inter-ovarian laparoscopic hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, tinnitus, thyroid disorder, muscle injury, asthenia, weight increased and tooth disorder outcome was unknown. The reporter provided no causality assessment for asthenia, medical device removal, muscle injury, thyroid disorder, tinnitus, tooth disorder and weight increased with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of menorrhagia ('heavy menstrual periods') in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient experienced plantar fasciitis ("aponeurositis of the right foot"), 5 years after insertion of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), asthenia ("asthenia"), tinnitus ("tinnitus"), thyroid disorder ("dysthyroidism") and tooth disorder ("dental disorders") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total inter-ovarian laparoscopic hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, dysmenorrhoea, asthenia, tinnitus, thyroid disorder, plantar fasciitis, weight increased and tooth disorder outcome was unknown. The reporter considered asthenia, dysmenorrhoea, menorrhagia, plantar fasciitis, thyroid disorder, tinnitus, tooth disorder and weight increased to be related to essure. The reporter commented: the events started after essure insertion. Essure was removed at the patient's request. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Further company follow-up with the pharmacist or other health professional is not possible. Most recent follow-up information incorporated above includes: on 31-mar-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of menorrhagia ('heavy menstrual periods') in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient experienced plantar fasciitis ("aponeurositis of the right foot"), 5 years after insertion of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), asthenia ("asthenia"), tinnitus ("tinnitus"), thyroid disorder ("dysthyroidism") and tooth disorder ("dental disorders") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total inter-ovarian laparoscopic hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, dysmenorrhoea, asthenia, tinnitus, thyroid disorder, plantar fasciitis, weight increased and tooth disorder outcome was unknown. The reporter considered asthenia, dysmenorrhoea, menorrhagia, plantar fasciitis, thyroid disorder, tinnitus, tooth disorder and weight increased to be related to essure. The reporter commented: the events started after essure insertion. Essure was removed at the patient's request. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the pharmacist or other health professional is not possible. Most recent follow-up information incorporated above includes: on 25-mar-2020: questionnaire received. Information updated: patient¿s initials, date of birth, events added (plantar fasciitis, heavy menstrual periods, dysmenorrhea), reporter assessment. The event medical device removal was deleted. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of menorrhagia ('heavy menstrual periods') in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient experienced plantar fasciitis ("aponeurositis of the right foot"), 5 years after insertion of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), asthenia ("asthenia"), tinnitus ("tinnitus"), thyroid disorder ("dysthyroidism") and tooth disorder ("dental disorders") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total inter-ovarian laparoscopic hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, dysmenorrhoea, asthenia, tinnitus, thyroid disorder, plantar fasciitis, weight increased and tooth disorder outcome was unknown. The reporter considered asthenia, dysmenorrhoea, menorrhagia, plantar fasciitis, thyroid disorder, tinnitus, tooth disorder and weight increased to be related to essure. The reporter commented: the events started after essure insertion. Essure was removed at the patient's request. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the pharmacist or other health professional is not possible. Most recent follow-up information incorporated above includes: on 16-mar-2021: updated quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('essure removal') in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced muscle injury ("aponeurosis of the right foot"), 5 years after insertion of essure. On an unknown date, the patient experienced tinnitus ("tinnitus"), thyroid disorder ("dysthyroidism"), asthenia ("asthenia") and tooth disorder ("dental disorders") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total inter-ovarian laparoscopic hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, tinnitus, thyroid disorder, muscle injury, asthenia, weight increased and tooth disorder outcome was unknown. The reporter provided no causality assessment for asthenia, medical device removal, muscle injury, thyroid disorder, tinnitus, tooth disorder and weight increased with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the pharmacist or other health professional is not possible. Most recent follow-up information incorporated above includes: on 16-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.